Manufacturer narrative:
Correction: for patient condition being stable.

Event description:
New information patient condition was stable.

Event description:
It was reported that during routine generator exchange that visual examination revealed insulation breach on the right ventricular (rv) lead. On (B)(6)2023, the physician elected to cap and replace the rv lead. The patient condition was unknown.